Event description:
The drain port from a cytori fat grafting system pure 250 disconnected from the collection bag. There was no potential in losing grafted fat, however red blood cells, plasma, etc, from washing and rinsing off the collected material was leaking on floor. Notes from the operative report:.."using a hand powered 60 ml toomey syringe and 4 mm mercedes tip cannula harvested approximately 500 ml of fatty tissue aspirate. This was directly injected into a cytori puregraft filter and then underwent two rinses of lactated ringer's solution. Of note, the drainage port from this filter was faulty and separated. Fortunately, was still able to filter the aspirate and use the remaining ports from this device." The patient tolerated the procedure well, and there were no complications.